Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 14.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017 . It was later explanted on (B)(6) 2017 due to subluxation of the iol with anisometropia. Also, the doctor stated the anisometropia interfered with the patient's regular activities and the vision was 20/70 post-operatively. There was an incision enlargement, but no vitrectomy or sutures used. The lens was replaced with a non-amo lens. Reportedly, there was no post-operative patient injury. No additional information was provided.